Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump may be over delivering. The customer¿s blood glucose level was 68 mg/dl at the time of the incident. The customer used food to treat the lows and suspending the pump, but they still kept going low. Troubleshooting was completed and the pump passed a displacement test, but still did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted during testing. Device passed the delivery accuracy test. (B)(4).